Event description:
A follow up call was made and the customer reported that the customer had many issues with the insulin pump. The customer stated that before the last incident they reported regarding a crack insulin pump, the customer had a seizure due to device failure and her blood glucose was in the single digits by the time the paramedics arrived. Attempted to contact the customer several times, nobody answered and left a voice message. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.